Event description:
Walks with a cane; without the cane he falls a lot [cane user]. Knee infection which had to be drained [joint infection] ([knee effusion]) gout [gout]. Case narrative: initial information received on 28-jan-2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case involves adult male patient who walked with a cane; without the cane he fell a lot, knee infection which had to be drained and gout while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included had four surgeries in one year. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection via intra-articular route (with an unknown batch number, strength, dose and frequency) for unknown indication. On an unknown date after unknown latency patient had a knee infection (arthritis infective; seriousness: medically significant and intervention required) which had to be drained (joint effusion; seriousness: medically significant and intervention required), had to receive antibiotics and he also had knee replacements. He also mentioned that he has bad gout (onset and latency: unknown) and walks with a cane, without the cane he fell a lot (walking aid user; seriousness: disability; onset and latency: unknown). Action taken with hylan g-f 20, sodium hyaluronate (synvisc) was unknown for all event. Corrective treatment: antibiotics and knee replacement for knee infection which had to be drained). It was not reported if the patient received a corrective treatment for the events (gout, walks with a cane; without the cane he falls a lot). At time of reporting, the outcome was not recovered / not resolved for all events. Reporter causality: not reported for all events. Company causality:reportable for all events. A product technical complaint (ptc) was initiated with global ptc number: 100195603 on 31-jan-2022 for product. Batch number: unknown. Sample status: not available. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive actions) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was 15-mar-2022. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA was required. Additional information was received on 15-mar-2022 from other healthcare professional. Global ptc number and results added. Text amended accordingly. Based on the information received on 15-mar-2022. The reporter causality was updated to reportable from not reportable. Text amended accordingly.

Event description:
Walks with a cane; without the cane he falls a lot [cane user]. Knee infection which had to be drained [joint infection] ([knee effusion]). Gout [gout] . Case narrative: initial information received on 28-jan-2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case involves adult male patient who walked with a cane; without the cane he fell a lot, knee infection which had to be drained and gout while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included had four surgeries in one year. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection via intra-articular route (with an unknown batch number, strength, dose and frequency) for unknown indication. On an unknown date after unknown latency patient had a knee infection (arthritis infective; seriousness: medically significant and intervention required) which had to be drained (joint effusion; seriousness: medically significant and intervention required), had to receive antibiotics and he also had knee replacements. He also mentioned that he has bad gout (onset and latency: unknown) and walks with a cane, without the cane he fell a lot (walking aid user; seriousness: disability; onset and latency: unknown). Action taken with hylan g-f 20, sodium hyaluronate (synvisc) was unknown for all event. Corrective treatment: antibiotics and knee replacement for knee infection which had to be drained). It was not reported if the patient received a corrective treatment for the events (gout, walks with a cane; without the cane he falls a lot). At time of reporting, the outcome was not recovered / not resolved for all events. Reporter causality: not reported for all events. Company causality:reportable for all events. A product technical complaint (ptc) was initiated with global ptc number: (B)(4) on 31-jan-2022 for product. Batch number: unknown. Sample status: not available. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive actions) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was 15-mar-2022. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA was required. Additional information was received on 15-mar-2022 from other healthcare professional. Global ptc number and results added. Text amended accordingly. Based on the information received on 15-mar-2022. The company causality was updated to reportable from not reportable. Text amended accordingly. Based on the information previously received, final tick box in the EU/ca device webpage is checked. Batch number added in product tab.